Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the generator for the imaging system was not functioning as designed. The stand alone board for the system was replaced, but the issue was not resolved. The representative then returned to the site and replaced the x-ray relay. Following replacement of the x-ray relay, the reported issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect relay and standalone board have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not starting up as intended and could not establish communication. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: the relay component was received for further evaluation. Visual/physical examination, functional testing, and performance testing were performed but the reported problem was unable to be confirmed. The part was installed into a test system. The system readied and functioned as expected each time, and 2d and 3d imaging were successful. There was no problem or failure found with the returned relay component. (B)(4). If information is provided in the future, a supplemental report will be issued.